Event description:
It was reported that an implantable cardioverter defibrillator was surgically abandoned due to non-specific product performance issue. No additional adverse patient effects were reported.